Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the tube crossbrace has broke on the right side of the chair. No injury or property damage reported.